Manufacturer narrative:
(B)(4). Medical product: articular surface anterior constrained, item# 00597603017, lot# 63686765. All poly patella standard size, item# 00597206532, lot# unk. Tibial component pegged precoat, item# 00597003501, lot# 62337926. Femoral component precoat size e right, item# 00575001502, lot# unk. Unknown bone cement simplex p w/tobram. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a procedure due to swelling approximately seven years post implantation. The articular surface was revised, and the surgeon cut the band between the knee and hip. Attempts to obtain additional information have been made; however, no more information is available.